Event description:
It was reported the subject device had a flickering, black/white image and an unknown error code occurred. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 facility postal code: (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: e1-first name/last name/facility name/address/city, g2, d8, h3-device evaluated by mfg., h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failures were not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a flickering, black/white image and an unknown error code occurred. The issue occurred during an unspecified procedure. There were no reports of patient harm.